Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed functional testing with no anomalies found. It was noted that the battery contacts were contaminated and the bail cover and ring cover were damaged. (B)(4).

Event description:
It was reported that the atrial and ventricular sensing was out of specification. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.